Event description:
The doctor reports they have a palindrome catheter has migrated out of the patient. The catheter was implanted on (B)(6) 2012 and fell out on (B)(6) 2012. Sutures were in place for approximately 3 weeks. This event occurred at the patient's home. The patient is also responsible for his cleaning and dressing changes. The catheter was pulled and replaced on (B)(6) 2012. The patient has recovered with no further issues.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.